Event description:
It was reported that during a lobectomy procedure, the surgeon fired the device and let go of the firing trigger. They thought something was wrong with it and removed it from the tissue. The tech mentioned that she had the surgeon push the reverse knife button, but in hindsight said that the surgeon actually did not keep the firing trigger depressed to complete the staple line. There were no patient consequences. The case was completed using another device of the same product code. The device was disposed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the cut line and the staple line the same length? No, staple line was longer (2-1/4 staples beyond the cutline). Did the device partially fire? Initially the customer indicated that this was the case, however, after discussing with them in detail, they seem to feel that the firing button was not held down by the surgeon, and that this was the reason the stapler did not fire completely. On what tissue type was the device used? At what location on the tissue? Lung. Parynchema, lobe/wedge (not certain which lobe and which side of the patient). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N/a, customer was not able to supply this information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Only green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As the lot number provided was found to be invalid, a device history review could not be performed.